Event description:
A malfunction alarm related to altitude was reported with a pump. There was no adverse impact to the customer's blood glucose level. Customer support advised the removal of obstruction from speaker holes, cleaning, and reconnection of the cartridge, which resolved the issue. Insulin suspension was lifted, and the pump resumed normal operation. Technical support provided guidance on preventing future altitude alarms.